Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va050vg, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was experiencing pain in lower back. She could not take this pain anymore and needed something done. She has been seeing her pain management healthcare provider (hcp) in regards to lower spine/back pain and problems. A CT scan was performed. The CT scan was not related to device/therapy. The reason for CT scan was to check lower spine. She has been experiencing numbness in legs and tingling. The patient was informed by pain management hcp that they cannot see the severity of pain, numbness and tingling were coming from patient's spine. Patient stated hcp believed patient's reported issue were from one of the leads possibly being in the wrong place. Hcp did not work with interstim device. Patient stated hcp was just patient's pain managements who was treating patient for her lower back pain, spinal stenosis and degenerative disc disease. It was indicated that last year pain management hcp had a manufacturer representative (rep) came out, interrogated and programmed the device. Patient would follow up with pain management hcp and request that they page local rep to come out and address patient's reported issues. Patient also reported that she did not have hcp for interstim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.